Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented to the emergency room after the device delivered a patient notifier alert. Upon investigation, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was reproducible via provocative testing. Insulation damage was suspected, but could not be confirmed to be the cause of the noise. A revision procedure was performed where the rv lead was capped and replaced to resolve the event. The patient was in stable condition